Event description:
The customer reported a blood glucose (bg) reading of "high," prompting a visit to the emergency room. The cause of the high bg was unknown. In the emergency room, customer received intravenous fluids of saline and insulin which successfully resolved the bg. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies. Customer was released from the emergency room six hours later.